Event description:
It was reported that ongoing cartridge alarms occurred during the load sequence. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer reverted to an alternate method of insulin therapy and stated they would reach out their hcp. There was no adverse impact to the customer¿s blood glucose level.